Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the lcp was implanted because of a left distal femur and patella fracture. The failure of the investigated lcp was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation (pseudarthrosis) may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The manufacturing evaluation was conducted and it states that the part was received and upon visual inspection shaft holes 6 and 8 contained discoloration. There was also foreign matter in head hole e as well as numerous surface scratches. Plate was broken through head holes b and c. Inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, this complaint is deemed indeterminate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, patient had suffered a distal femur fracture on left patella, and osteosynthesis was performed on (B)(6) 2012. The patient was implanted with a locking compression plate (lcp) condylar plate with three proximal and three distal screws. Approximately a year later, a procedure was performed on patient on (B)(6) 2013 after patient had experienced pain, and it was revealed by radiographic review, the plate was broken. At the time of the procedure it was also discovered that the patient had a non-union at the site of fracture. It was also reported a grafting with matrix bone was performed at the site if the distal left fracture, and where the patient was implanted with a competitor¿s manufactured distal plate. This report is for a lcp condylar plate 4.5mm/5 r 8hole, 206mm length sst. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) was performed and reports the following: the DHR revealed no complaint related anomalies. The DHR shows this lot of 4.5mm lcp condylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Further, a review of the raw material device history record revealed this lot met all specifications with one ncr written. Ncr us1039768 was written against the raw material during the raw material inspection. It was reported: 1) the raw material thickness feature failed to meet specification requirements due to undersized condition 2) the raw material failed to meet the surface finish requirements. Ncr us1039768 was dispositioned as "use as is¿ for items 1 and 2. The material thickness and finish will be achieved during the double disk grind operation. Two (2) blanks were scrapped and returned to raw material supplier for evaluation. This non-conformance will not adversely affect the overall part quality

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).